Event description:
During a ureteral stent placement procedure while attempting to place the access sheath, this device broke and fell into the pt's ureter. The surgeon had to physically remove the pieces from the ureter. A different brand access sheath was used to complete the case. No harm to the pt was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. It further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.